Event description:
It was reported that during a moderately tortuous, heavily calcified, chronic totally occluded (cto), concentric lesion of the proximal right coronary artery, post pre-dilatation with a 1.5 mm x 15 mm non-abbott balloon, the 2.5 mm x 20 mm trek balloon catheter was used for additional dilatation, however, the balloon ruptured during the second inflation at 10 atmosphere. A 15 mm rotablator was used and a 2.5 mm x 12 mm non-abbott balloon was used to further dilate the lesion. Two xience v stents were implanted and the procedure was completed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use and the balloon ruptured upon the second inflation, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified, and chronic totally occluded (cto), which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon the inflation attempt, the balloon ruptured. Ultimately, return of the trek catheter may have assisted the investigation in determining a cause for the experienced rupture. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.